Event description:
During the implant procedure to place neurostimulator (ins) a small plastic piece of the extension kit broke off. The piece could not be located by x-ray or CT but was known to be located in the neck tissue and not in a vessel. Surgeon chose to leave piece in the pt as surgeon did not believe the piece would cause injury or harm to the pt. The ins was placed successfully.

Manufacturer narrative:
(B)(4).